Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was damaged due to the trailing haptic was slightly kinked at the haptic-optic junction which impeded the iol centration. The issue was noticed after the iol was fully implanted into the patient¿s left eye. The iol was removed and replaced with a new lens. There was no surgical or medical intervention such as a capsule tear, incision enlargement, vitrectomy, or medication to prevent permanent impairment. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a3a, a3b, sex and gender: for gender the patient responded as ¿male¿. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.